Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 reported event was confirmed via medical records and radiographs reviewed by a health care professional. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported patient underwent blood tests that indicate his cobalt and chromium levels are elevated 16 years post implantation. Surgeon suggested they be replaced. No revision has been reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Implant date: unknown date in (B)(6) 2005. Concomitant products: unknown-unknown head-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03076. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records/radiographs provide and reviewed by a health care professional. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 11-173663- m2a 38mm mod hd +3mm nk- 570140. 11-104115- mlry-hd por fmrl 15x180mm- 836110. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4; a5; b4; b5; g3; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is being scheduled for a right hip revision approximately fourteen years post implantation due to elevated cobalt and chromium levels and pain. The patient reported in a medwatch that they were experiencing dyspnea and tremors. To date, no revision has taken place.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.